Event description:
The patient reported: I completely stopped using my upper aligners because they do not fit my teeth properly. They have caused portions of my two front upper teeth to be shaved down and have pushed one of my front teeth further forward than the other. I need to have them recast, as they no longer fit, and I am experiencing discomfort, sensitivity, and discoletter of recommendationation. 5/28/24: reports sensitivity in the tooth next to the front teeth. Its position was higher than that of the front tooth, which may have contributed to the damage to the front teeth. Clinical review: upon examination, the patient appears to have some staining on their teeth. Inquiries were made about the last dental cleaning, when the upper aligners were discontinued due to fit issues, whether the patient is using brightbyte, and the specific areas where sensitivity is being felt. 5/29/24: the clinical team recommends that the patient see a local dental provider for further evaluation and care.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.